Event description:
It was reported that a caller experienced an alarm 2 followed by an alarm 26 due to an occlusion issue with their insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The technical support team instructed the caller to perform several steps, including disconnecting the tubing and delivering boluses, but the issue persisted, leading to the decision to replace the pump. The customer reverted to an alternate method of insulin therapy.